Event description:
Patient was having a non-emergent cesarean section and during closure, the ob doctor was attempting to use the proximate plus md skin stapler. Three staplers needed to be opened. The first 2 staplers would not release staples, but the 3rd did. Per the ob nurse and nurse manager, the patient experienced a prolonged time for the incision to be open. Other risks include: increased risk for breaking sterile field due to staff having to open numerous staplers before finding one that would work and increased risk for infection.manufacturer response for stapler, skin, proximate plus md (per site reporter): manufacturer is sending replacements at no charge and they are sending a "return shipper kit" to us so that we can ship back the defective staplers for qa.